Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was performed on the basis of the performed tests on site and the transmitted logfile. Neither the logfile nor the tests revealed a device failure. According to the error log the device performed several warmstarts approximately at the time of event. The message "supply: vint out of range" was logged which points towards the main internal supply voltage, meaning either the battery voltage or the voltage from an external supply has had a problem. According to the test results it was concluded that the described behaviour was due to a depleted battery. As described the device generated an adequate alarm to inform the user about the ongoing situation. According to the IFU an alternative independent ventilation device has to be used instantly, in case the ventilation may stop. A depleted battery is evident for the user by the battery capacity indicator at the lower right section of the information window. In case that an external power supply is connected and the battery is charged this is indicated by the 'charge status of the internal battery' indicator and the 'mains power supply connected' indicator, as described in the IFU.

Manufacturer narrative:
The investigation was started but is not finalized jet. The final results will be sent in a follow-up report.

Event description:
It was reported that the oxylog 3000 unit didn't show tidal volume while use on patient and alarmed device fail. No injury reorted.